Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 227, 258, 202, 213 and 217 mg/dl. The customer¿s expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 221 mg/dl using meter. The test strips are stored according to specification in the foyer. The test strip lot manufacturer¿s expiration date is 04/30/2020 and open vial date is 09/11/2019. The meter memory was reviewed for previous test result history: (B)(6).